Manufacturer narrative:
No nonconformance was found and recorded in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)). The meter was shipped to pdc on 2021-03-19. Because the suspected meter was not returned to okb, the retained one (serial#: ok-a-qc-01) was used to re-examine its setting and all functions, and no malfunction occurred. Also, it was re-tested by same batch of suspected strips (lot#: d220811b-1) from okb's warehouse and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31), gcs test results (level low: 67/64; level high: 321/311) met the acceptance criteria (level low: 30~75; level high: 230~340). The root cause of the complaint was unable to be verified without the suspected meter and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
Caller stated that the end-user sought medical attention on (B)(6) 2023 around 7pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 502mg/dl. A normal result for this time of day is usually around 140mg/dl. Caller stated that the end-user did not have any symptoms; she called paramedics due to getting a high result. Caller stated that the end-user said she tested once again with her prodigy meter but did not remember the result. There was no food drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived about 20 minutes after testing with the prodigy meter. Paramedics tested the end-user with their meter and received a result of 397mg/dl. Caller stated that the end-user is on a sliding scale for her insulin but did not know the name of the medication. The sliding scale is as follows: 150-200 (2 units), 201-250 (4 units), 250-300 (6 units), 301-350 (8 units), 351-400 (10 units). Caller stated that the end-user was not transported to the hospital and she does not know what the end-users blood glucose was when the paramedics left. No additional information was provided.